Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the venous saturation was not working. The user reported the device was not changed out until the end of the case. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.